Event description:
It was reported that the distal portion of the microcatheter broke. The physician removed the broken portion with a snare. There were no adverse consequences to the patient.

Event description:
It was reported that the distal portion of the microcatheter broke. The physician removed the broken portion with a snare. There were no adverse consequences to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Visual examination confirmed that the catheter shaft had separated 39.5 cm from the hub. From the information provided and the investigation it was determined that procedural factors was the most likely cause of the reported event.